Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if the become available.

Event description:
According to the reporter: during an open procedure, the stapler was fired once successfully. It was reloaded and fired again. The staple line fell open prior to the stapler being opened. The distal end at 50mm had unformed staples with straight legs. The bowel contents leaked and the case was converted from clean to contaminated. The surgeon had to oversew the anastomosis which caused the surgical time to extend 30 minutes or more. The patient has/had diverticulitis and bowel obstruction. There was no injury as a result of the event. Patient status is alive, no injury.